Event description:
It was reported the customer received a unexpected restart alarm while rewinding their insulin pump. The customer also reported receiving motor error alarms on their insulin pump. The customer's blood glucose was unknown. Customer's insulin pump will be replaced due to the excessive motor error alarms. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.